Event description:
The customer reported that the ventilator has battery issue. The customer reported the unit was not in use on a patient. The manufacturers service engineer stated that the customer doesn't have maintenance contract. The manufacturer service engineer is waiting for the customer to accept in writing the terms and conditions for a service visit before sent a fse (field service engineer) to verify the fault or perform a detailed diagnosis allowing the issue of an accurate quotation. Until now the customer doesn't sent the approval, therefore nobody has visit the site and verify the fault. No other information available. The service technician reported that the battery will be replaced to complete the service.

Manufacturer narrative:
Pending repair approval from customer. Per field service engineer the battery needs to be replaced to complete the repair.